Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the hst iii system (4.3mm) misloaded/failed to load properly. A second device was opened and the procedure was completed. There is no harm to the patient as the device was not used on a patient.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25160340 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 09/01/2022. An investigation was conducted on 09/08/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The white plunger was not depressed and the blue safety lock was on which prevents the white plunger from being depressed. There were no visual defects observed on the delivery device. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal, no cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches ((B)(4)). The length of the delivery tube was measured at 2.50 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.